Event description:
During routine testing with the shock advisory adapter, the device allegedly locked up and would not respond to the front panel switches (except the analyze switch and possibly the power switch). Power to the unit had to be cycled (either by using the on/off switch or by removing the battery) to restore proper operation.

Manufacturer narrative:
Physio-control has determined that when the device is powered up with the shock advisory system adapter attached, and a certain sequence of events or circumstances occur during communication and error handling in the device's software, the front panel keypads may become unresponsive. A software improvement has been implemented to reduce the potential that the reported malfunction will occur. The new software will be installed in the customer's device.